Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter displayed inaccurately high results compared to another meter (ultra mini). The complaint was classified based on the customer service representative (csr) limited documentation, as the patient was unable to recall details about the incident and was unwilling to continue with the call. The patient was unable to recall when the alleged product issue began. The patient did not recall the alleged inaccurately high blood glucose results on the subject meter, nor the result from the other meter performed within 30 minutes of each other. The patient did not specify how he manages his diabetes, however stated that he took "one extra pill" to compensate for the readings he obtained. The patient denied that he developed any symptoms. No medical intervention was reported and no other device was used to obtain a blood glucose result. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain blood samples and he described the correct testing steps. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device may have malfunctioned.